Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 23-may-2022, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: (B)(6) ubd: 07-jun-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an a normal battery replacement, leads could not be inspected prior to case. Leads were broken/damaged, leads appeared to have blood in the connection portion and were expanded beyond a normal appearance. Provider attempted to clean the leads and reinsert. Provider also switched ports and all issues were consistent. High impedances were noted: electrodes 0-3 had 35,000+ remaining electrodes had 40,000during case, physician had rep open new battery, and when the leads were ran for connection and impedance check, multiple errors displayed. It was determined that the leads needed to be replaced, which the patient refused prior to surgery. The provider chose to not keep either battery attached to the leads, due to not having patient consent. Both batteries were removed and discarded. The patient will need surgery to remove leads. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.